Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had shut off and will not turn on. The customer's blood glucose level was 259 mg/dl. The customer also reported that the insulin pump was beeping and received a watchdog time out. The customer change the battery and was not turning on. The device will not be returned for analysis.